Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a cardioversion on a male pt (age unk), the device's sync-output time was incorrect. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.